Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a flashing medtronic logo unable to confirm pump error 35. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to flashing medtronic logo. The pump was cut open to perform a visual inspection, and evidence of moisture damage was found on the electronic assembly, isolated to the electronic stack. During visual inspection, the following cosmetic damages were found: cracked battery tube, cracked corner of belt clip rails, cracked case, battery tube threads cracked, label damage (faded), cracked keypad overlay, stained keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, the critical pump error 35 was unknown due to flashing medtronic logo, problem was isolated to the electronic stack due to corrosion. Customer allegations of cracked battery compartment and serial label damage was confirmed when cracked battery tube, faded serial label damage, cracked battery thread, cracked case, and cracked corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 35 (a broken force sensor was detected during seating or regular delivery) and observed serial number no longer available at the back and hairline crack at the back when checked the serial number. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and explained the pump performs safety checks and open book image error was found. Found the crack was on battery tube side. The crack on pump not related to the retainer ring. The crack on pump was affecting the pump functionality. Found the device labels, including serial number and dome label stickers were missing, removed, worn, faded. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.